Event description:
On (B)(6) 2025 the user reported that their ilet screen was cracked and unresponsive, preventing insulin delivery. The user reverted to backup therapy after noting a bg of 271 mg/dl lasting about 2 hours. No symptoms were reported, and bg returned to range after backup therapy. No ems or hospitalization was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.